Event description:
A malfunction alarm was reported with a code of malf 12, and there were no notable events prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, after which the malfunction did not recur. The customer was instructed to continue using the pump and to contact technical support if any issues arose again.